Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient was refilled last week and had been hearing the non-critical alarm since then. There was an alarm going off prior to the refill but there was also an active alarm showing on the home screen afterwards. Reviewed how to silence alarm and that updating the pump should silence it which can be verified on the home screen.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.